Manufacturer narrative:
(B)(4). This complaint for use error - reuse of single-use product was confirmed because the home patient (hp) stated they had the alarm the previous night and disconnected and set up again for therapy using the same supplies. The technical service representative (tsr) explained and assisted the hp to end the therapy and advised the hp to let their registered nurse (rn) know that they set up using the same supplies. Since it cannot be determined why the home patient (hp) set up for therapy using the same supplies, the as determined cause for this complaint is undetermined. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Event description:
The customer contacted baxter's technical service center regarding a low drain volume alarm, which occurred on the homechoice (hc) during the initial drain. The initial drain volume (idv) equaled 1ml. The home patient (hp) stated that they had the alarm the previous night and disconnected and set up again for therapy using the same supplies. The technical service representative (tsr) explained and assisted the hp to end the therapy and advised the hp to let their registered nurse (rn) know that they set up using the same supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available.